Event description:
It was reported that abutment screw fractured.

Manufacturer narrative:
Upon visual inspection, the abutment screw was confirmed to be fractured. Both parts of the screw were returned. The complaint is confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.